Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy during the activation process.

Manufacturer narrative:
The device was received fully deployed. The needle mechanism was manually reset and the bottom housing and environment seal was inspected for evidence of the needle deploying into them. No damages or defects that would contribute to a needle mechanism failure were observed. It could not be determined when the device deployed. The exact cause of the event could not be determined.